Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found deposited on the surface of several bd angiocath¿ IV catheter 20g x 1.88in prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples or photos were received for analysis of the incident in question. The final assembly batches: 6146449sh, 6146457sh used in the claimed final product batches: 6193418 of angiocath 20g x 1.88 ww were checked and tested for presence of "foreign/no-foreign matter" and there were no records of this defect. There are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Not confirmed: bd was unable to confirm the incident in question. As no photos or samples returned from the client were received for analysis, the presence of foreign matter in the catheter could not be confirmed. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.